Event description:
The customer reported the observation of a falsely depressed protein c result obtained on one patient sample measured with protein c reagent on the cn-6000 instrument compared to an alternate method. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant results that were obtained on one patient sample on the cn-6000 instrument. The following conclusion is made from the troubleshooting performed by siemens healthineers: the patient is heterozygous for factor v leiden (fvl). This genotype causes apc (activated protein c) resistance and leads to method-specific interference in the siemens clot-based protein c assay, resulting in falsely low activity values. Because the siemens protein c reagent depends on apc-mediated prolongation of clotting time, patients with fvl/apc resistance can appear to have reduced protein c activity according to the limitations section of the instruction for use (IFU) of protein c, ¿the presence of a mutation of factor v at the protein ca cleavage site (factor v leiden) may likewise lead to diminished recovery of protein c 6,7.¿ in contrast, the used alternate method is less affected by apc resistance, which explains the normal result obtained there. No other discordant results were obtained; no invalid quality controls measurements and no instrument flags have been identified. Reagents are functioning properly. Ultimately, no deficiencies in test performance were identified. The cause of the discrepant results cannot be finally identified. However, possible interference on the patient sample integrity caused by existing illnesses cannot be completely ruled out. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required.